Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The assignable cause was a dirty safety slide clamp sensor. The safety slide clamp sensor and sensor contacts were cleaned to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with an insert slider clamp alarm. The event was reported to have occurred upon power up in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.